Manufacturer narrative:
The curved-tip sureform 30 stapler instrument was transferred to engineering to confirm the loose component as a switch from an unknown reload. The instrument logs were reviewed and confirm successful reload detection and firings on 4 of 4 installs in the field. There were no errors detected in the logs. The instrument was returned with a whole switch component outside of the device. The returned component is not a component of the stapler and is a component of a reload. The instrument was installed on an in-house system and was recognized appropriately. The reload color was detected and the instrument clamped, fired, unclamped, and moved intuitively. There were no functional issues detected via log review nor in-house testing. The switch component was likely pulled from a reload during the reload installation process in the field. As the switch was not found lodged in the instrument and the reload from which it was pulled was not returned, the investigation is unable to confirm any failures related to the device itself. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the blade broke off the curved-tip sureform 30 stapler instrument after the reload was removed. No fragment fell into the patient. The customer completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the broken part of the blade was sent back. Also, there was no photos or videos available patient information cannot be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved-tip sureform 30 stapler instrument associated with this complaint and completed investigations. The instrument was installed on the in-house system with an in-house white reload with no issue. The instrument fired successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape.